Event description:
It was reported that bd intima-ii 20gax1.16in prn slm npvc leaked the following information was provided by the initial reporter: at around 14:50 pm on (B)(6) 2024, the patient underwent dual-source CT coronary artery cta examination. During the pre-injection of normal saline, the sealing ring on the closed intravenous indwelling needle came out, causing the normal saline to spurt out, and then the venous blood flowed out of the body, causing the patient to panic. He immediately pulled out the indwelling needle and applied pressure to stop the bleeding. After comforting the patient, he replaced the indwelling needle with a new one and successfully completed the examination.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
A complaint history record(chr) review could not be performed as no batch/lot number was made available for this reported event. A device history review was unable to be performed since no lot/batch number was provided. A retain sample analysis review could not be performed as no batch/lot number was made available for this reported event based on the limited information received from the customer, following multiple attempts the risk documentation could not be reviewed appropriately; based on the customer¿s description with no failure issue identified it is difficult to deduce a defect on which they are reporting and connect it to a failure mode in the risk management documentation. The outcome of harm described of leakage is assessed at multiple points in the rmf. Root cause couldn't be determined due to unavailability of sample and batch/lot number information.

Event description:
No additional information provided.